Event description:
It was reported that increased pacing lead impedance and increased capture threshold were observed. Lead fracture was suspected. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found for the returned portion.